Event description:
It was reported the pt experienced low back pain. X-rays indicated the lead had dislodged and migrated. The pt underwent surgical intervention to correct the lead issue. The pt recovered without sequela.

Manufacturer narrative:
.